Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical resection of colorectal cancer, the stapler could not be fired normally when using to close and detach the rectum. The stapler seemed to have a large resistance. Another device was used to complete the case. There was no injury.